Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter had strong adhesive and even stuck to the clothing.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the male external catheter had strong adhesive and even stuck to the clothing.